Event description:
As reported by the field clinical specialist (fcs), approximately 8 years and 2 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 valve in the native aortic position, the valve failed due to as (aortic stenosis). Per report, the patient presented with worsening dyspnea and bilateral lower extremity edema. According to the provided medical records, echocardiography from september 2025 revealed a peak velocity of 4.22m/s, mean gradient of 43.0mmhg and aortic valve area measuring 0.61cm^2. Echocardiography from october 2025 confirmed a successful valve-in-valve intervention using a non-edwards valve. The pre-operative diagnosis was documented as stenosis and moderate ai (aortic insufficiency). Approximately 1 month post intervention, the patient experienced a cardiac arrest while the spouse was driving him to the hospital for an iron infusion appointment. Upon arrival to the hospital, the initial rhythm was fine ventricular fibrillation. The patient was defibrillated three times with cardiopulmonary resuscitation (CPR) in progress and cardiotonic drugs administered. At the bedside, the patient's spouse stated that he would not want prolonged resuscitation, particularly given his recent hospitalizations and declining health status. The patient subsequently passed away. At the time of this report, the information available does not suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the patient's death.

Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of stenosis and regurgitation (type unknown) were confirmed based on the provided medical records. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. It was reported the patient had vast comorbidities (i.e. Hld, copd, etc.), which are known factors that may increase the risk of valve degeneration, leading to stenosis, as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the stenosis event; however, a definitive root cause was unable to be determined. Per the instructions for use (IFU), valve regurgitation, including central regurgitation and paravalvular leak, are potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation, which develops progressively over time, can be due to a number of issues, including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information provided, a definitive root cause regarding the reported regurgitation was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.